Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The patient reported infusion set tubing was leaking at the site. The infusion set was in use for one day and twenty hours. The patient replaced infusion sets and resumed insulin successfully. No further information is available.